Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, upon interrogation, it was noted that there was an increase in high voltage (hv) lead impedance on the right ventricular lead. An x-ray confirmed there were externalized conductors on the lead. The lead was capped and replaced. The patient was stable with no adverse consequences.